Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 79006fz01. A review of tracking and trending for the architect anti-hbs assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 79006fz01 and the complaint issue. In-house clinical specificity testing was performed utilizing retained reagent kit of the complaint lot. All specifications were met indicating the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect anti-hbs reagent, lot number 79006fz01.

Event description:
The customer observed a falsely elevated architect anti-hbs result for a 36-year-old male patient with chronic hepatitis b. The following data was provided (>/=10 miu/ml is considered protected): sample ID (B)(6), initial result was >1000, repeat result, with a dilution, was 4136 miu/ml. The sample was tested with a chemclin assay, and the result was <1 miu/ml and with a autobio assay and the result was 1.7 miu/ml, which are both negative. The undiluted and diluted elisa test results were negative. Additional laboratory results were provided: surface antigen result was >250 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82 (ausab), and a PMA number of p050051.

Event description:
The customer observed a falsely elevated architect anti-hbs result for a 36-year-old male patient with chronic hepatitis b. The following data was provided (>/=10 miu/ml is considered protected): sample ID (B)(6) initial result was >1000, repeat result, with a dilution, was 4136 miu/ml. The sample was tested with a chemclin assay, and the result was <1 miu/ml and with a autobio assay and the result was 1.7 miu/ml, which are both negative. The undiluted and diluted elisa test results were negative. Additional laboratory results were provided: surface antigen result was >250 iu/ml. There was no impact to patient management reported.